Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/09/2015 and replaced tubing at valve lv11 (wbc lyse syringe) and bleached the white blood cell (wbc) aperture resolving the reported issue. The instrument was verified by performing latex calibration, controls and reproducibility with all parameters recovering within the expected range. (B)(6).

Event description:
The customer reported recovering flagged high basophil results on patient samples run on a coulter ac t 5diff cap pierce (cp) hematology analyzer when compared to the results on the manual slide review. The customer stated results were verified by performing a manual slide review according their lab's protocol when baso % is >3%. Instrument printout of the erroneous results as well as results of the manual slide review have been requested but have not been provided to date. Therefore an assessment for erroneous results and flagging cannot be performed. There was no known change or affect to patient treatment in connection to the event. There was no impact to controls.